Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The nurse manager reported a staff nurse programmed a pca module for a bolus every six minutes. The nurse came back 40 minutes later to find the contents of the entire syringe were infused into the patient. Device settings were programmed as: bolus does only (no continuous rate programmed): dilaudid, 0.3 mg bolus every 6 minutes with lock out of 12 mg in 4 hours. Monoject 30 ml syringe with a dilaudid concentration of 0.2 mg/ml was used. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.